Event description:
This is 3 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: patient with subtrochanteric fracture of the left femur was implanted on an unknown date with tfn short. Patient had a year of evolution and on an unknown date patient presented with the tfn broken in its distal part and a intertrochanteric fracture with pseudoarthrosis in the left proximal femur. Patient was returned to surgery on (B)(6) 2013, the hardware was removed with the exception of distal segment because it was acceded in the medullary canal. Patient was revised to plate and screws. It was noted the remaining nail piece proceeds to reduce the fracture. Procedure completed without complications. This is 3 of 4 reports for complaint 39484.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: part return date was reported in error as 05/10/2013. The correct part return date should be 08/14/2013. Placeholder.